Event description:
Customer reported that a pt was returned to surgery for repair of a wound dehiscence six days following c-section.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.